Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder cuff repair, the tip of the incisor plus platinum curved shaver blade stopped working even though the handpiece was still working, the inner sheath of the shaver had snapped close to the tip. The procedure was completed with a smith and nephew back up device and there was no surgical delay. No further complications were reported.

Manufacturer narrative:
Results of investigation: the reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The color scheme of the device matches the print. The inner blade has sheared off at the proximal edge of the bend in the blades. The distal end of the inner blade is still inside the outer blade. Bio debris is present. A functional evaluation could not be performed due to the break in the inner blade. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include rough handling or excessive force/side-loading the device during use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.